Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "preparation and inspection of the endoscope" 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an oes bronchofiberscope protector of universal cord on scope connector side damaged. Upon inspection and testing of the customer returned device, the scope insertion part coating was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, protector of universal cord on scope connector side damaged, connecting tube coating peeling. (1mm2 or more), adhesive on angle rubber chipped, connecting tube had wrinkled, due to wear of angle wire, bending angle in up direction did not meet the standard value, universal cord dented, universal cord scratched, and connecting tube dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.